Event description:
On 7/28/95 bruising left thigh, 8/2 discoloration left groin, 8/10 large hematoma with yellow ecchymosis above 6" in diameter. Dr to see today. "Pain in left groin limiting left hip/leg movement." Improvement of hematoma/ecchymosis. Device discontinued 7/28. 8/10 placed on br.